Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 473 mg/dl while she was trying to set-up her carelink using (B)(6). The patient treated via insulin pump therapy. Troubleshooting for the high blood glucose was declined. The customer was also able to successfully upload to carelink. No products were returned or replaced.